Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.5mm non bsc device. The 3.00x24mm taxus express2 drug eluting stent (des) was then advanced to the target lesion and the des got caught on the calcification in the lesion. The des was unable to cross the lesion and the physician removed the des and noticed that the stent was lifted up. It was noted that the physician did not encounter withdrawal resistance. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
.